Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's control iq software was not functioning as intended; however this could not be confirmed as customer declined to upload pump data for review by tandem technical support. Subsequently, the customer experienced a blood glucose (bg) level ranging from 43 mg/dl to above 500 mg/dl. The high bg was addressed via a correction bolus and the low bg was addressed via consumption of carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy.